Event description:
The user received questionable low results for sodium on the cobas c 111 analyzer, for the last couple of days. The event involved 5 patient samples. Two patient samples gave discrepant results, which occurred on (B)(6) 2010. Patient sample 1, initial sodium result was 132 mmol/l. This result was accompanied by a data flag. The sample was repeated giving a sodium result of 139 mmol/l. Patient sample 2, initial sodium result was 134 mmol/l. This result was accompanied by a data flag. The sample was repeated giving a sodium result of 140 mmol/l. The original results were reported outside the laboratory. The user called the doctor with the corrected repeat sodium results. The patients were not affected. As recommended by the technical support specialist, the user installed fresh etcher solution and performed service maintenance which improved the performance of the assay. Performance tests were run which gave results within specification.